Event description:
The device was inserted without issue on (B)(6) 2016. Approximately 10 weeks after insertion, patient became unable to tolerate solid foods. A ugi series was performed on (B)(6) 2016 and confirmed a gastric outlet obstruction. The device was removed without issue on (B)(6) 2016 and no further sequelae were reported.